Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had "color is dull, and it creates static and fuzzy lines all over the screen when using the harmonic. There were no reports of patient harm.

Event description:
It was reported that the camera head had dull color, and it creates static and fuzzy lines all over the screen when using the harmonic. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flickering image and disconnection in the cable unit. A definitive root cause could not be identified. Based on the results of the investigation, the reported issue was due to a faulty cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.